Manufacturer narrative:
Film evaluation summary; the inaccurate placement of the device, implanting the proximal end ~10mm caudal from the intended location, was confirmed. However, the exact cause of the event could not be determined from the films provided. It appears most likely that the proximal end of the device became caught on the capture fitting during tip release, leading to the distal displacement. Just prior to release the guidewire and delivery system appeared to be biased against the greater curve until tip release was initiated. It is possible that there was forward pressure on the delivery system that was not sufficiently relieved prior to tip release. Bench testing has confirmed that this phenomenon can be mitigated by relieving the forward pressure until the wire comes off the greater curve, making interaction with the internal stent less likely. Additionally, the tip was released partially, and then completely released in two steps, which may have increased the likelihood of the capture fitting snagging on the stent during tip release. Completing tip release by pulling back on the tip release handle in one smooth motion should further mitigate the risk of this occurring. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a thoracic dissection of the descending aorta. It was noted that the left carotid artery origin was from the brachiocephalic trunk. It was reported during the index procedure, the navion stent graft was placed over the left subclavian artery on the brachiocephalic trunk to coverthe entry tear of the dissection. The stent and guidewire where kept in the outercurve, blood pressure was lowered to 100 mmhg and the stent was successfully deployed. Keeping the markers in their position the physician adjusted the tension of the guidewire to move it from the outer curve and the tip capture was released. When the tip came loose the part of the stent in the outer curve moved caudal away about 10mm from the planned location and landed near the left subclavian artery. To ensure that the stent graft in this position was stable enough to cover the dissection and prevent further migration the physician elected to implant a non mdt device (gore tag 40x40x150) to cover the first part from the brachiocephalic trunk and then a vnmc4646c218te, as planned, to cover the rest of the dissection with adequate seal from the brachiocephalic to the navion stent achieved. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.